Manufacturer narrative:
Received via medwatch report number mw5093624. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump underinfused during patient therapy in the intensive care unit. The reporter indicated that they were infusing norepinephrine bitartrate through a new baxter pump with proper medication programmed. The intravenous bag was changed while they were in magnetic resonance imaging (MRI) and it was noted that drops were falling from bag while on MRI tubing and after being placed back on the baxter pump. This medication is hung in a brown bag and it was noted about the time that the bag should be changed that the bag was actually full. The pump was running and it noted that 246ml had infused. They were titrating this medication to blood pressure along with other vasopressors. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.